Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000126089.

Event description:
It was reported that patients lead had migrated. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that surgical intervention took place where the patients migrated leads were explanted and replaced. Therapy restored. Related manufacturer reference number: 3006705815-2023-02558.